Event description:
It was reported that during evaluation on an unknown date, the repair technicians found that this device failed calibration. The issue was found during testing at service and repair. This report involves one 10nm torque wrench 11mm across the flats. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: only the event year is known. The initial reporter is a j&j employee. A shr was performed on the serviceable device and it was found that the device was manufactured on 29-may-2013. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure, no manufacturing record evaluation is required. It was reported that during routine incoming inspection of a loaner set, it was observed that a 388.261, 10nm torque wrench 11mm across the flats had failed calibration. The repair technician reported that the device had failed calibration and failed torque test in clockwise and counterclockwise directions. Torque test failed high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is torque test failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.